Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report # 3002808148-2025-15032-00.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an e116 error, during set up/inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the malfunction reported is cause not established. Olympus will continue to monitor field performance for this device.